Event description:
The patient reported that she had an infection of her interstim system and hasn't felt any stimulation since. No further information was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.